Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The technical support specialist alone with the pharmacist reset all row board cables to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer restarted the device but the was persistent. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Type of reportable event form "serious injury" to "malfunction."